Event description:
It was reported by the customer, that they are experiencing pain and difficulty in walking. The pt received both a persona tibia implant and a tm patella implant on an unk date; however, no revision of either implants have been reported as yet. Note that the persona tibia component is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
The tm patella was manufactured, inspected and packaged within established process specifications. It was found to be compatible with the femoral component that was implanted during the primary surgery. The tm patella is not reported to have failed nor was it revised as of the date of the complaint but rather it was one component in a knee implant system where pain and difficulty in walking was reported at some time post op. Moreover, it was documented in the op notes that there was "excellent tracking of the [tm] patella" at the time of the primary surgery. This investigation did not find any evidence that would suggest that the tm patella is not performing satisfactorily. This investigation is considered closed at this time; however, should additional information become available, this report shall be updated.

Manufacturer narrative:
(B)(4).